Event description:
It was reported that air bubbles were observed within the cartridge between the pump and the t: lock. The customer performed a supply change to address the issue. Reportedly, the customer was filling the cartridge was cold insulin. There was no reported impact to the customer's blood glucose level.